Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. The patient was subsequently consulted for pain and redness of the device pocket, and outflow of purulent material, with report of a pseudomonas infection. Surgical intervention was performed to explant this lead and the related devices with no further complications. A new system implant procedure is pending. No additional adverse patient effects were reported. This device is not expected for return as it was disposed of at the facility.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.